Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently functional. The cause for the defective response button was an intermittent rear response button switch. The root cause for the intermittent rb was the intermittent switch. No adverse events occurred as a result of the defective monitor.

Event description:
10/11/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the response buttons were non-functional.